Manufacturer narrative:
(B)(4). The device was received and serviced by a service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the loose and unglued left support is unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an ipump was found to have a loose and unglued left support. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.